Manufacturer narrative:
Intra-operative photo was received. In conclusion, based on photographic evidence, the photo provided shows tissue visible with five staples, one of them appears to be partially formed. In addition a b-form staple can be seen at the right side of the photo. Based on the photo evidence, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). The analysis found that the ec60a device was received in good visual condition and with an ecr60b reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a whipple procedure, when the device was fired the staples were opened in the staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.